Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left main trunk (lmt). Plain old balloon angioplasty (poba) was performed with a 3.5x10mm non bsc balloon catheter. A non bsc stent was deployed. A 8mm x 5.00mm nc quantum apex¿ balloon catheter was then selected and advanced to dilate the lesion. The balloon was inflated at 16 atmospheres on the first inflation. During the second inflation, it was noted that the balloon ruptured at 18 atmospheres. The device was completely removed from the patient. The procedure was completed with a 5.0x10mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.